Event description:
It was reported the patients blood glucose level rose above 500 mg/dl while wearing the pod between 1 and 4 hours. As treatment, a manual injection of insulin was given and a new pod was applied.

Manufacturer narrative:
The soft cannula was observed to be kinked. It is unknown how or when this damage to the soft cannula occurred. The damage did not affect the ability of fluid to flow through the fluid path. No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin.